Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, leaking and hole in reservoir tubing were reported. The device was replaced.

Manufacturer narrative:
A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the reservoir inlet tubing at the strain relief. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. The presence of surface abrasion was noted on all pump, cylinder and reservoir tubing. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the pump or either cylinder. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump body indicates that sufficient stress(s) may have been exerted on the reservoir inlet tube to separate the site while in-vivo. Separations of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.